Event description:
The hosp reported that during a diagnostic bronchoscopy, foreign matter was observed in the pt's lungs. The physician withdrew the bronchoscope and saw a plastic piece hanging at the distal tip of the bronchoscope. The plastic piece was attached with a string and the nurse described the plastic piece as part of the distal tip. The hosp also describe the plastic piece as brittle. An x-ray was performed to check for a foreign matter, however, result of x-ray was not provided by the hosp at the time of investigation. According to the hosp, the pt was reportedly fine, and was released from the hosp.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that the bending section cover glue was missing from the distal end with only few pieces still attached. The bending section cover glue on the insertion tube side was found to be cracking and peeling. Based on a telephone conversation with the customer, they used sterrad as the reprocessing method. However, attempts to discover which version of sterrad machine the customer is using was unsuccessful. The bending section cracking and peeling was attributed to chemical damage from a reprocessing method, which is not recommended by olympus. This report is being filed as an MDR in an excess of caution.